Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure to clean and close the wound (date not reported). Clinical management of the patient is ongoing. This report is filed on july 19, 2016.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced a breakdown of the wound at the suture site (date not reported). Clinical management of the patient is ongoing. The implanted device remains.